Event description:
Customer received a result of 550 mg/dl on the sensor system, and a result of 150 mg/dl on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the active system (lot number and expiration date unknown). (B)(4).